Event description:
A 95 year old female out-pt came in for excision of lip lesion. Monitored anesthesia care, nasal cannula for supplemental oxygen running at 3l. Electrical cautery used for excision. A flash and noise noted under drapes. Ignition of drape extinguished by surgeon and tech. Oxygen discontinued, cautery set 15-25 coag. Cut off. Pts face evaluated by surgeon, mda, ent/opthamology consult requested. Superficial burn/blister to right cheek, right nare, singed eyebrows and minimal hair and left temple. Treated with bacitracin and pt admitted to hospital as in-patient. First degree burn.